Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues believed to be due to fluid loss; therefore, a surgical procedure was performed to remove and replace all the components. There were no patient complications reported.